Manufacturer narrative:
This report is submitted september 13, 2018.

Event description:
Per the clinic, the patient underwent magnet revision surgery on (B)(6)2018, to explant the magnet for a MRI (tesla strength and date not reported). Additional information has been requested but has not been made available as of the date of this report.